Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding patient with implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having problems with the stimulator. He was in severe pain, cannot feel his feet, his feet felt like they were asleep, and the patient had to turn the ins off. The patient reported that he originally spoke with a representative on a regular basis to help adjust the stimulator, but the rep no longer worked for the manufacturer. The patient needed a new healthcare provider (hcp) since his hpc was no longer practicing. Physician listings were mailed to the patient and the patient was instructed to follow-up with hcp. No further complications were reported/anticipated. The indication for implant was spinal pain.